Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that an altitude alarm occurred. Customer declined to further troubleshoot the issue with tandem technical support. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.